Manufacturer narrative:
The device was returned to baxter and an eval was performed. The eval confirmed the door not fully latched alarms, and found that the force required to secure the door is above expected levels. The device was recalibrated to correct this condition.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device alarmed door not fully latched. There was no pt involvement.